Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Voluntary report received (mw5156880) I have hip implants in both hips that were surgically put in 2000 and 2001. These were surgical stainless-steel implants by depuy - is what was told by my surgeon. The surgeon does not know when the stems broke in half on both legs but it has been within the last couple years. The left stem broke, displaced, and cracked my thigh open. I was walking around on a broken leg for at least a year. The right leg stem is broken in half in the same spot but has not displaced. I was never in an accident or bad fall - but stainless steel should not break. I had the left implant replaced (B)(6) 2023 and it has taken over a year for it to heal. I have the implant that they took out. I still need the right implant removed and replaced. The surgery should be scheduled within the next 6 months. I cannot begin to tell anyone how much pain I have been going through in the last 2 1/2 years. Now I still cannot do things that I want to do since the right leg is now an inch shorter than the repaired left leg. I have pictures of the x-rays and or the implant that they removed so far if you need them. Left implant stem broken and displaced - breaking thigh bone right implant stem broken but not yet displaced.